Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was hospitalized. Customer had their big toe amputated. Ever since the customer was off the insulin pump, they had a hard time controlling their blood glucose. Customer's blood glucose level was not reported. The customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and a cracked case near the display window corners was noted during the visual inspection. Constant motor error alarms were noted during the rewind due to damage to the motor slide. The functional testing could not be performed due to these alarms.